Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a black screen. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
Date received by manufacturer: 14jun2019. Report date: 05aug2019. The key market contact confirmed that the device was not put into use and was stored in the hospital warehouse. Therefore, there was no patient involvement. Repairs were confirmed. The manufacturers field service engineer (fse) confirmed the reported issue. The machine was connected to alternating current (ac), the screen was black and continued to beep. The fse verified that there was a connection failure between the power management (pm) board and the motherboard. The mainboard did not recognize the pm board, causing the buzzer alarm and power failure. The fse confirmed that the central processing unit (cpu) board was faulty. The fse replaced the cpu board to address the reported issue. After, the ventilator was found to be fully functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a black screen. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. The key market contact confirmed that the device was not put into use and was stored in the hospital warehouse. Therefore, there was no patient involvement. Repairs were confirmed.